Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant date has been requested.

Event description:
Healthcare professional reported a lap-band system "erosion." It was first noticed when the patient reported pain. The entire lap-band system was explanted and not replaced.